Event description:
Unable to interrogate the device with mobile application, message indicated "device not found". The patient expired on (B)(6) 2023. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).